Event description:
The patient was brought into the office for eri (elective replacement interval confirmation on the pacemaker. During the interrogation, the pacesetter, inc. Technical services was contacted due to conflicting information regarding the battery's impedance, current, and voltage. The pacemaker was sent into the company for interrogation after explantation. Per st. Jude medical's quality assurance department, the device had an epoxy bond anomaly, which resulted in battery's impedance measurement anomaly.